Event description:
It was reported that insulin was leaking past the o-rings into the reservoir compartment. The customer's blood glucose at the time of call was 274 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.